Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) approximately 51 months after implant. There was a concern the battery depletion prematurely. The device was explanted and replaced. No adverse patient effects were reported.